Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd micro-fine¿+ pen needles experienced missing label information. The following information was provided by the initial reporter: the customer complained that 7 needles in a package bought from an online shop showed '5 facets' on the link. The customer's family had bought some '5 facets' on the packaging before, but there were no such words on the packaging box this time, so the customer thought it was counterfeit.

Event description:
It was reported that 7 bd micro-fine¿+ pen needles experienced missing label information. The following information was provided by the initial reporter: the customer complained that 7 needles in a package bought from an online shop showed '5 facets' on the link. The customer's family had bought some '5 facets' on the packaging before, but there were no such words on the packaging box this time, so the customer thought it was counterfeit.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. A retain sample from the same catalog was examined. There was no missing info.